Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient reported they hadn't been able to use their external devices since they were implanted because they didn't know how to use them. Patient stated over the weekend they were trying to review the manual on how to work with the external devices but they had been confused by what to do. The patient also stated they weren't feeling the fluttering/tingling sensation in their 'pelvis' that they were used to feeling during the trial and that they were going to the bathroom about every 30-45 minutes night and day since they went to the ER. Patient further clarified that they had to go to the ER on saturday night because they had a bowel blockage and it was so painful. Patient stated the health care providers (hcp) at the ER told the patient it could have been from the medications that were used to put the patient under at the patient's procedure that could have caused the patient's blockage but told the patient to follow up with their managing health care provider (hcp) for the implanted device to discuss what to do. Patient's reason for call had been to inquire on how to use their external devices so patient services reviewed external devices with the patient and walked the patient through connecting to their settings. The external devices were functioning as intended. The therapy was on. Patient services reviewed therapy expectations and stimulation considerations with the patient but redirected the patient to follow up with their health care provider (hcp) about their symptom concerns and also at the instruction of the ER doctors. The patient did not make any changes at the time of the call because they stated they were going to follow up with their managing health care provider about their symptom concerns first. The patient was going to follow up with their healthcare provider to further address the issue but noted they may call back at a later date for assistance in making a change once they spoke with their hcp. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.